Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history record review, medical imaging, complaint history review), it appears that the failure may be primarily related to an overstress or an oxidation due to patient metabolism, which led to an abnormal wear of the prosthesis. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that after receiving a touch prosthesis on his left hand, the patient (a 65-year-old man) had received a touch prosthesis in his right hand in (B)(6) 2025. He returned for a check-up in (B)(6) 2025 and then presented with pain at the end of (B)(6) 2025. He underwent a revision surgery on (B)(6) 2025 with replacement of the neck (the pe liner was found to be perforated).